Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: customer informed that in the attempt of use, stent does not open entirely. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence device evaluation: the evo-pc-10-11-8-b device of lot number c1412147 was not available for evaluation. However, photos of this device were attached to the original email from the customer. With the information provided a document based investigation was carried out. The patient had the following pre-existing conditions: pancreatic cancer. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. The following additional information was provided: 1. Was the directional button fully engaged? Yes. 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? Yes. 4. Were any cracking/popping sounds heard from the handle? Could not identify. 5. Was the stent partially exposed? Yes. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No. 6. Were any additional procedures needed? It was used a plastic prosthesis cook. 7. What is the patient outcome? After procedure with the plastic prosthesis, it was well and, subsequently, metal prosthesis was successfully placed. Root cause: based on the information provided the most likely root cause of this event was that a kink may have occurred at some stage during the procedure due to tortuous anatomy and this caused a build-up of pressure and resulted in the flexor kinking. This most likely root cause was confirmed by engineering. Document review: prior to distribution all evo-pc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1412147 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1412147; upon review of complaints this failure mode has not occurred previously with this lot # c1412147. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the reporting precedences for "flexor kinked/stretched/broke/compressed" and "stent removed while partially exposed". Customer "informed" that in the attempt of use, stent does not open entirely.